Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device's battery life was shorter than expected, as the battery depleted within 7 month. Upon initial evaluation, physio control service representative observed that the device had experienced sudden battery depletion. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio control to report that their device's battery life was shorter than expected, as the battery depleted within 7 month. Upon initial evaluation, physio control service representative observed that the device had experienced sudden battery depletion. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The reported issue could not be duplicated during testing. As a result the root cause of the reported issue could not be determined. The customer was provided with a replacement battery. Proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer for use.